Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 4, 2019 that a flexiva 200 tractip laser fiber was in a procedure performed on (B)(6) 2019. According to the complainant, after 2 minutes of use the laser fiber was broken in half and hanging from the laser unit. There was no serious injury nor adverse patient effects as a result of this event.